Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, after the starclose se clip was deployed, the starclose se device remained attached to the patient. One of the vessel locator wings was broken and the tip was facing outward. The access ports were used, but resistance was felt when trying to remove the starclose se device due to the broken vessel locator wing. The starclose se device was surgically removed and the subcutaneous tissue was repaired. Antibiotics were administered. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported broken vessel locator wing was confirmed. Difficulty to remove and the retraction issue could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.